Event description:
The lay user contacted lifescan (lfs) in january 2006 alleging that her one touch ultrasmart meter would not power on. The last time the patient was able to obtain a reading on the meter was in january 2006. She took her set amount of oral medications after attempting to use the meter and then ate dinner. In january 2006, in the morning, the patient tried to test her blood glucose and the meter would not power on. She did not experience any symptoms at the time of testing. Later that day she replaced the battery and tried to test her blood glucose and the meter still would not power on. In the evening the patient experienced symptoms of feeling lightheaded and dizzy. She tried to test on the meter and the meter would not power on. A family member drove her to the hospital and in the ER her blood glucose was 385 mg/dl. She was treated with insulin via IV and was admitted in the hospital till 5 days later. The diagnosis was hyperglycemia. The patient is not on insulin and her usual oral medication. The patient has had the meter for about 6-7 months and is using the correct technique of applying blood on the test strip. The patient denied using the incorrect vial of test strips and is using lfs ultrasmart test strips. Customer care agent (cca) sent the patient a replacement meter and testing supplies. The complaint is being reported since the patient was treated for hyperglycemia and could not test his blood glucose.